Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose level was not reported. The insulin pump had a big crack. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No failed battery alarm. Device received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.